Event description:
Pt had pd transfer set change. New transfer set completely occluded three days later - pt came to clinic at 0900 and 2nd new transfer set applied (#lot 3lr240). Pt had 1.6 kg extra fluid three days later. Pt came to hospital ER and had 3rd new transfer set placed from hospital stock. On-call nurse did not know previous lot #, but was same lot # 3lr240. Two days later transfer set occluded and new one #4 placed with different lot #3sr074. Weight up from dry weight.

Event description:
Add'l info rec'd from MFR 8/10/04: sample analysis results: visual inspection was performed according to procedure. No visual abnormalities were noted in the samples received. Flow testing was performed, introducing air at 5 psi to the set and then submerging it under water for 10 seconds. This test was performed with open clamps in all the samples. Company was unable to get a flow through the four complaint samples at the open position of the roller clamp. The clamps were cut to determine if the sets had been misassembled. No assembly problem was found. The wheel of the slide clamps appears to be in the correct position of the guide. The silicone tubing was pulled from the wheel position during evaluation and the tubing walls were found to be pinched together. Occlusions were confirmed in the four complaint samples. This failure mode could not be duplicated under simulated-use testing using same lot companion samples returned by the customer nor on finished product retrieved from distribution centers. Company has further evaluated this issue as a result of the request from the FDA for supplemental info. When a transfer set is completely occluded, as identified in the above mentioned report, a pt is not able to dialyze and must seek a set change to continue their treatment, which is the sequence of events in this case. The pt did receive one transfer set change in the e.r. But a change is routinely done in this setting when the dialysis clinic is closed in the evenings and weekends and does not reflect the need for emergency treatment. We concur with the clinic's assessment on the adverse event or product problem form, mw1032260 that no adverse event occurred as a result of occluded transfer sets. It was learned, during a phone call to the clinic after receiving the FDA request for info, that the pt did experience a later hospitalization for weight gain of 6.0 kg. Company has concluded that the replacement of the transfer sets did not contribute to the pt's need for this hospitalization. The weight gain, leading to the hospitalization, is more indicative of other problems such as; non-compliance with diet and fluid intake, peritoneal membrane failure, or a training issue with the pt.